Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
A 2.3mm grooved guidewire broke at the groove beneath the subchondral plate of the posterior facet.